Manufacturer narrative:
H6: evaluation codes updated device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an upstream occlusion alarm. The tubing between the pump and reservoir was traced and silenced, causing the pump to stop. Upon restarting the pump, it alarmed no disposable clamp tubing. Per reporter it was confirmed that the line was free of kinks and the clamp was open. Notably, numerous air bubbles in the line were observed. The patient had surgery. Reservoir volume was 397 ml. There was patient involvement, and no patient harm/adverse event reported.